Event description:
The manufacturer received information alleging that during operation of device, the device changed the setting of the inspiratory pressure from 15hpa became 0hpa and it would not raise. The hospital replaced the device with a different evo o2. The description from the doctor that was using the device stated, the setting for inspiratory pressure temporarily became unavailable, resulting in low ventilation. The manufacturer sales representative visited hospital and checked the relevant device; it was rebooted and became operative. This report was originally categorized as a serious injury report due to the need for manual ventilation of a cerebral paralysis patient. Information provided states that patient recovered on same day that event took place of (B)(6) 2025. This report will be changed to a product problem based on clinical review of info: the mentioned manual ventilation was a standard of care. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that during operation of device, the device changed the setting of the inspiratory pressure from 15hpa became 0hpa and it would not raise. The hospital replaced the device with a different evo o2. The description from the doctor that was using the device stated, the setting for inspiratory pressure temporarily became unavailable, resulting in low ventilation. The manufacturer sales representative visited hospital and checked the relevant device, it was rebooted and became operative. This report was originally categorized as a serious injury report due to the need for manual ventilation of a cerebral paralysis patient. Information provided states that patient recovered on same day that event took place of 01-may-2025. This report will be changed to a product problem based on clinical review of info: the mentioned manual ventilation was a standard of care. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The ventilator was returned to the manufacturer for evaluation and the reported issue was not duplicated by operational checking performed. The manufacturer¿s service technician confirmed that the settings were not forcibly changed when the setting of each item was changed and that both "+" and "-" settings can be changed properly according to the touch operation on the display. The error log was reviewed and confirmed that there was no error indicating abnormality. Disassembly internal checking was performed, and no abnormality was confirmed. Functional test was performed, and the device passed all the items. Additionally, noise was confirmed coming from blower when operational checking was performed. The blower assembly was replaced to address the issue. This issue was not related to the previously reported malfunction/issue.